Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one denali jugular filter kit for evaluation. The denali filter kit included one pusher catheter and one 8f dilator loaded onto an introducer sheath. Product packaging and label were not returned. During functional testing, appeared to have saline residue throughout. On functional testing, the dilator was offloaded from the introducer sheath for further evaluation and was successful. The dilator was loaded to the introducer sheath and was successful as the dilator hub locked into place without issue. The distal portion of the dilator was noted to be bent. An in-house syringe was attached to the 3-way stop cock and the introducer sheath was inserted into dye water. The sheath was patent to both aspiration and infusion without issue. No leaks were observed. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported suction issues as the no objective evidence was provided and the investigation is identified for the deformation due to compressive stress as the distal portion of the dilator was noted to be bent. A definitive root cause for the suction issues and deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via a standard jugular approach and performing angiography through the introducer sheath, air was removed from the three-way stopcock of the side port, but air allegedly kept getting mixed in. It was further reported that the hub of the introducer sheath was left unattached when air was removed. In addition, backflow was achieved several times without air being drawn in, but when air was removed again, it was drawn in. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via a standard jugular approach and performing angiography through the introducer sheath, air was removed from the three-way stopcock of the side port, but air allegedly kept getting mixed in. It was further reported that the hub of the introducer sheath was left unattached when air was removed. In addition, backflow was achieved several times without air being drawn in, but when air was removed again, it was drawn in. There was no reported patient injury.